Event description:
Patient had episode of vt, device delivered atp therapy. Pt then had episode of vf. Device charge timeout and pt required external shock which was delivered without success. Pt died; cause of death: emd. Device subsequently tested out of specification during mfgr's analysis

Event description:
Pt had episode of vt, got atp therapy followed by episode of vf. Device charge timeout and pt required external shock which was delivered without success. Pt died; cause of death: emd. Device subsequently tested out of specification during mfgr's analysis.